Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer, the brake on her walker, the right side, stopped working properly. Customer did not have a model number, however, she had the literature it came with and the date code. Literature offered model numbers 65650, 65850, and 65450. The manufacturing date, (B)(4), confirms that the model number is 65650. MDR filed.